Event description:
According to the reporter, during rectosigmoidectomy, the device was not completely cutting the tissue while stapling. The anvil was bent and tilted after firing. There was no patient injury. In order to complete the case, the doctor solved it manually.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device under the microscope displayed nicks on the knife blade. Further inspection of the anvil noted a partially cut and a partially severed cutting ring. Additionally, cross cutting line marks on the cutting ring were noted. Functional evaluation of the device resulted in a cleanly transected media despite the noted knife blade damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The instructions for use manual for this product states: "4. Make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut.". The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.